Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. No unlocked lcd keypad connector was noted. Unable to perform the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement, rewind or self tests due to the button keypad anomaly. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was between 300mg/dl and 400mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.